Event description:
Device 3 of 3. Reference MFR report: 1627487-2016-02154 and 1627487-2016-2016-02155.

Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 3. Reference MFR report: 1627487-2016-02154 & 1627487-2016-2016-02155. It was reported the patient complained of intermittent stimulation and some surging from her scs system. Consequently, the patient's physician explanted and replaced the patient's entire scs system. Reportedly, the patient regained full stimulation coverage and was satisfied postoperative.